Event description:
Caller reported that their tandem mobi pump would not turn on. There was no adverse impact to the caller's blood glucose level. Cts provided several instructions to troubleshoot the issue, including pressing the pump button and placing it on the charging pad, but none resolved the problem, leading to continued investigation into the battery charging issue.